Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty in 2013. Subsequently, patient was revised on (B)(6) 2015 due to patella overstuffing, implant sitting proud, and loss of range of motion. The patella component was removed and replaced.